Event description:
It was reported that the user noticed that the tubing "dangling¿ from the patient PICC. When the user observed the line it was noted that the tubing separated from the male luer. The customer stated there was no patient harm and the event occurred around (B)(6) 2019 .

Manufacturer narrative:
The customer¿s report that the tubing separated from the male luer was confirmed. Visual inspection observed that the set was separated at the engagement between the tubing and male luer. Closer inspection under a lab microscope observed insufficient solvent at the separation site. The tubing was measured and found to be within measurement specification(s). No functional testing could be performed due to the separation and obvious leak that would occur at the separation the tubing¿s outer diameter was measured and found to be within measurement specification. The root cause of the separation is due to insufficient solvent being applied to the tubing during the manufacturing process.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the reported that the user noticed that the tubing "dangling" from the patient PICC. When the user observed the line it was noted that the tubing separated from the male luer. The customer stated there was no patient harm.